Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen all polyethylene patella, catalog#: 00597206529 lot#: 62034468, nexgen lcck articular surface, catalog#: 00599403023 lot#: 60350303r, nexgen straight stem extension, catalog#: 00598801018 lot#: 61314517. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00091, 0001822565-2018-00675, 0001822565-2018-00676, 0002648920-2018-00092. Product location unknown.

Event description:
It was reported that the patient was revised for unknown reasons. No patient consequences were reported.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event cannot be confirmed as no product was returned and no medical records pertaining to this revision were received. No product was returned; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.